Manufacturer narrative:
The customer returned the suspect strips along with the coaguchek xs meter (serial number (B)(4)). The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error that messages occurred. The returned materials meet specifications. No product problem was found.

Event description:
The customer called and reported that while testing a patient's inr using the coaguchek xs (serial number (B)(4)) a result of 2.3 inr was obtained compared to the laboratory result of 1.8 inr that was done at the same time using the dade innovin reagent. There were no medication changes based on the meter result. It was stated that the laboratory sample was performed due to the patient recently starting on coumadin. No further information was provided regarding any action taken based on the comparison. The patient was not on heparin. She does not have any antiphospholipid antibodies. There was no special or unusual diet reported. The patient's therapeutic range is 2.0-3.0 inr. It was reported that the patient was okay. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206195) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There was no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.